Event description:
Patient was revised to address osteolysis, metalosis, a loose, malpositioned cup, and elevated cobalt and chromium levels. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the cup as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated minimal osteolysis, metal wear, metallosis, and synovitis. Lab results from (B)(6) 2012 indicated high metal ion levels. Clinic note also indicated squeaking noises. Lot number is being updated for the cup and stem is being added to the complaint. There was no mention of any cup loosening or malpositioning as previously stated.